Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cholecystectomy procedure, when the choledochus should be stapled, the device was not possible to completely fire the reloads and it stopped about halfway. The device also caused incomplete staple line distally and choledochus was ligated with suture material to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.